Event description:
Daughter of home patient (hp) reports a system error 2240 alarm in a drain during treatment on the homechoice machine. At the time of the alarm hp's daughter noticed fluid leaking from the homechoice set pt line tubing. Hp was securely connected at the time of the alarm and never disconnected during treatment. Hp's daughter states they do not have any animals or pets in the home. The treatment was discontinued and the setup was discarded. Hcp states that hp is already taking cipro as an antibiotic for another infection not related to this incident and decided to continue hp on this medication as a prophylactic antibiotic (500mg po b.i.d. X 10 days). No pt injury reported.